Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer was assisted with troubleshooting. It was unknown whether the auto mode feature was on or not. Customer stated that insulin exited the tubing. Insulin pump had passed self test and displacement test. The insulin pump will not be returned for analysis.